Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drug map was not always visible during dispensing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drug mapping was not always visible while dispensing. A field service engineer (fse) logged into hardware test application (hta), unlocked half height (hh) matrix drawer 2.1 and had customer pull it out. Position responded and drawer sensor responded as required, but the positioning bar never moved, stay greyed. The fse tried multiple times, but bar never showed position in green per usual. Then the fse shutdown the device and released the drawer from device, the replaced drawer position sensor and reseated drawer. The system functioned as intended after the field service engineer repaired the device.